Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted concurrently with total laparoscopic hysterectomy, lysis of adhesions and uteral sacral ligament placation due to stress urinary incontinence. The patient experienced pain, infection, urinary problems, dyspareunia and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent operative laparoscopy, rso and cystoscopy with hydrodistention on (B)(6) 2013. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.